Event description:
It was reported that during preventive maintenance the device had a loose swivel and a motor issue. There was no patient involvement. During product evaluation, it was found that the motor suddenly stopped. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the o-rings were loose under the power button. The swivel was loose. The motor suddenly stopped. The o-rings, swivel, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: finland.